Manufacturer narrative:
(B)(4) of winco mfg had an additional conversation with a representative of (B)(6) on (B)(6) 2011. (B)(6) stated that she did not know that the model of chair in use was not designed to lock. (B)(6) advised that the facility should purchase a long term care chair that has a locking feature. The facility did not report any defect with the chair. The facility also stated that the patient involved was known to 'scoot' while in the chair.

Event description:
(B)(6) nursing home in (B)(6) contacted winco mfg on (B)(6) 2011 to report an incident which resulted in an injury to a patient. The patient was seated in a winco 6950 elite care cliner xl chair. The staff member left the patient unattended, and, upon returning to the room, found the patient laying face down on the floor. The patient sustained an injury to her forehead and to her lip. The patient cannot communicate and was unable to explain what had happened.